Event description:
It was reported that the left monitor on the 9800 system had no image during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.